Event description:
The customer provided additional information: date of occurrence: (B)(6) 2023. The procedure was completed with replacement device.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information as well as additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific root cause could not be identified. However, it is probable that the lack of image was caused by a faulty cable. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. ·do not pull out the video plug by pulling the camera cable. Otherwise, equipment damage may occur.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. There was no image due to a cable failure. In addition, the head and cable were submerged. The cable had corrosion. The cable was loose and twisted. The connector was dented. The connector contact had corrosion. The scope mount had corrosion. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
A customer reported to olympus, the camera head had a bad image. There was no report of patient harm associated with this event.